Event description:
At the time of the incident, patient was being transferred from her wheelchair to the commode by using the hoyer lift. Instead of leaning backwards in the lift, patient leaned forward moving her center of gravity forward as the lift raised her out of her wheelchair. (Wheelchair was left unlocked.) She then fell forward bumping her head on the center pole of the lift, probably landing on her feet. This force may have caused the hairline fx or as she fell, her cinter point of gravity shifted to her buttocks causing her to fall backwards with a force - landing on the floor lying on her back. Patient treatment was two weeks bedrest. Inadequate instructions on lift does not warn user to keep patient from leaning too far forwarddevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-92. Service provided by: other. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: design, labeling - incomplete, labeling - inadequate instructions for use. Conclusion: device failure occurred and was related to event, user error contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device use continued with restrictions/limitations, inserviced by other facility staff. Invalid data - on device destroyed/disposed of status.